Manufacturer narrative:
On 06th december 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on escalation analysis, the user's system experienced a period of instability around december 5th and the user was given an option to either continue the use of the system or replace the sensor. The user opted for a sensor replacement, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection and functional testing did not reveal any anomalies. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel. Upon receipt of the RMA, the sensor was tested in-house, but no issues were observed with sensor performance. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel. The RMA was authorized to offer the user a sensor replacement. B4. Date of this report 05 march 2025. G3. Date received by the manufacturer? 05 march 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.